Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and approximately 18 days after start of the support, it was reported that an impella 5.5 showed incorrect blood pressure readings. No patient harm was reported. The patient continued on impella mcs for an additional 15 days before successful wean and device explant with a survived outcome. The patient received a heart transplant that was noted as "successful."

Manufacturer narrative:
The customer's device was returned in a damaged condition, making some device testing impossible. There was biomaterial in the outflow/inflow cages and cannula. Data logs were reviewed and the placement signal showed a "linear" trend down from the start of the case. Since the trends seen in data logs do not follow any known failure patterns and returned product was unable to be tested, the cause of the optical signal issue could not be determined.